Event description:
The reporter, states that the head section weldment has came out of the slider pivots. He also reported that it was alleged that their was an unintentional movement of the bed functions. No incident was reported. Rep stated that he put the slider pivot back in and check all functions, nothing was bent, this bed is back in service.